Manufacturer narrative:
The device was not returned or evaluation. We are unable to determine if any product issue could have contributed to the pt's condition. No product lot number was reported so no qualification record review could be performed. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique." It advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place," and "be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider."

Event description:
Customer reported that a couple of weeks ago, she removed a device and the infusion site was irritated. This happens sometimes, so she thought nothing of it. The next day, it was still tender to touch and had grown in size and gotten infected. She went to her healthcare practitioner who prescribed antibiotics and told her that this happens sometimes with all pumps.